Event description:
It was reported that while attempting to initiate intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. Both the iab and iabp were replaced. The same issue had occurred so the iabp was switched out with a third one. The patient later expired. This report is for the first iab used in this event. A separate report will be submitted for the second iab.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Complaint record ID #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Complaint record ID #: (B)(4).

Event description:
N/a.